Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient felt rapid heartbeat and felt dizzy at 14:47 pm on (B)(6) 2020. The patient used the performa blood glucose meter and test strip to self-test the blood glucose, and the result was 4.3 mmol/l. The patient treated with one cup of sugar water and 4 candies, but the symptoms became worse. The patient was admitted to the hospital at 15:25 pm the same day. The blood glucose test result using a hospital meter and test strip was 33.3 mmol/l. The patient was diagnosed with ketoacidosis and was treated with infusion in the outpatient clinic.

Manufacturer narrative:
This case is a duplicate of case with patient identifier (B)(6).